Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day post implant of this 21mm bioprosthetic aortic root replacement, a pacing lead was implanted in the patient and capped the same day due to incomplete atrioventricular block. Ultimately, 7 days post implant of the aortic root replacement, a permanent pacemaker was implanted in the patient due to asystole. No additional adverse patient effects were reported.